Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of adverse reaction ('surgeries due to effects of essure') in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse reaction (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgeries due to effects of essure). At the time of the report, the adverse reaction outcome was unknown. The reporter considered adverse reaction to be related to essure. Amendment: the report was amended for the following reason: information and references from deleted duplicate case (B)(4) was entered. Reporter's information was updated and a new reporter was added. No new follow-up information was received from the reporter. Incident : no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of adverse event ("surgeries due to effects of essure") in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgeries due to effects of essure). At the time of the report, the adverse event outcome was unknown. The reporter considered adverse event to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.